Event description:
It was reported that the stent detached from the balloon. Reportedly, the physician advanced the device from a contralateral approach and was intending to treat a lesion in the right common iliac artery. While advancing, the stent detached from the balloon catheter at the level of the left external iliac artery. The physician attempted to pull the stent back into the catheter but was unsuccessful. A balloon catheter was used to fully expand the stent in the common iliac artery. There was no report of patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The event investigation is currently underway.